Event description:
It was reported the distal loop of this polypectomy snare detached in the patient during a polypectomy procedure. The detached loop was retrieved without incident. Another snare was used to successfully complete the procedure. There was no patient complications involved. The device has been destroyed by the user facility. Therefore, no failure analysis is available. Without evaluating the device, the company is unable to determine the exact cause for this event. The company will continue to monitor for trends.